Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Device had a cracked case on lcd display window corners and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she was unable to clear the alarm. The customer stated the device was exposed to moisture as she was wearing it against her skin while perspiring. Blood glucose value was 65 mg/dl. The customer also reported the insulin pump has a crack and condensation in the lower right corner of the display. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.